Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was over 400 mg/dl and the sensor glucose was below 40 mg/dl at the time of the incident. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Sensor glucose was lower than blood glucose. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 70 mg/dl. Suspend on low limit in sensor settings was 68 mg/dl. The sensor will be returned for analysis. Customer declined troubleshooting for the high blood glucose and treated it with the insulin pump. The blood glucose was 91 mg/dl and corrected it with injection and if blood glucose was over 250 mg/dl and sensor glucose was 132 mg/dl. It was said that, the sensor glucose was 40 mg/dl dropping but when checked it and it was 268 mg/dl. Customer advised to monitor and call back if it reoccurs. The device will not be returned for analysis.